Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had experienced a low blood glucose level 40 mg/dl. The customer's mother also reported sensor issues. The customer's blood glucose level was 175 mg/dl at the time of incident. The customer's mother declined to troubleshoot to low blood glucose. The pump will not be returned for analysis.